Event description:
A report was received that the patient had undergone a pocket revision procedure. The patient is very thin and does not have a lot of tissue in her back, which caused the ipg to bump against the patient's hip and cause discomfort. The ipg was relocated to the front of the patient's body. The patient was reportedly doing well following the procedure.